Event description:
It was reported to philips that the wi-fi symbol on the wireless foot switch was flashing and did not connect to the base station. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed by using wired footswitch. The philips service engineer connected with the customer confirmed that the issue did occur once, and no action required from philips. The cause of the issue remains unknown. To date, there have been no further reports of this issue, and the system was working as intended. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using the wired footswitch and there was no impact on the procedure. An update to the instructions for use for charging and handling of the wireless footswitch. The requirement to have the wired footswitch always connected. Therefore, in the sequence of events above indicated, due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable the codes were updated based on the investigation outcome. Health impact code was corrected.